Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient had a native bicuspid valve, very tortuous anatomy, and aortic angulation. During device preparation, there were no issues with loading the valve, which was loaded by the distributor. The valve implantation process was difficult. During the procedure, the valve was deployed, and then the valve was attempted to be recaptured using the delivery system. However, the delivery system was unable to completely recapture the valve, leaving a gap between the valve capsule and nosecone. The re-sheath/deploy wheel reached end of travel. The valve capsule was noted to be deformed. The microadjustment wheel was used but was unable to fully close the gap. The entire system was removed from the patient, and both devices were replaced with a new 29mm navitor valve and flexnav delivery system. The patient experienced severe hypotension, which required medication norepinephrine. The patient also experienced wide qrs on electrocardiogram (ECG). The patient was discharged without a pacemaker.

Manufacturer narrative:
An event of retraction problem and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The provided imaging was reviewed by an abbott clinical engineer. All information was investigated and without the device to analyze, the cause of the reported retraction problem and material deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.